Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material inside the air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation the cause of the foreign material could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance for this device.